Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Customer emailed me letting me know that he just became aware of 5 devices hsk-3038 that the end users had issues with. He is going to get more details and get back to me.

Manufacturer narrative:
Updated sections: b5, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/23/2019. An investigation was conducted on 02/14/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the loading device with the seal and tension spring assembly was returned for evaluation. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal and tension spring. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported, however the analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) had an issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.